Manufacturer narrative:
The cobas e602 module serial number was (B)(6). The customer uses a 3rd party qc. Qc was within range. The calibration was last done on 26-sep-2023 and was outside the recommended calibration frequency. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys cytomegalovirus - cmv igg assay on a cobas 8000 - cobas e602 immunoassay analyzer. Initial result: 2.12 u/ml (positive). On (B)(6) 2024, a new sample was drawn from the patient for verification and the 1st repeat result was 0.150 u/ml (negative). On (B)(6) 2024, the patient contacted the laboratory questioning the results. On the same day, the original sample and the sample from (B)(6) 2024 were repeated and the results were both 0.150 u/ml (negative). On (B)(6) 2024, the original sample and the sample from (B)(6) 2024 were repeated in a different laboratory using a non-roche cmv igg test and the results were both <0.2 au/ml (negative).

Manufacturer narrative:
A general reagent problem can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.